Manufacturer narrative:
(B)(4). Concomitant medical products- vanguard cr catalogue# 183006 lot# unknown; vanguard cr arcom catalogue# 183440 lot# unknown; biomet fixed I-beam stem tibial tray catalogue# 141223 lot# unknown; biomet arcom 3 peg/post catalogue# unknown lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Patient underwent revision of poly component due to instability approximately five years post-op.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.